Manufacturer narrative:
(B)(4). Report source: foreign: canada. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that while the surgeon was using the instrument to implant the implant, the tip of the instrument fractured. All pieces were removed from the patient and another instrument was used to finish implantation of the implant. There was no harm reported to the patient.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional/corrected information. Visual examination of the returned product identified there is damage to nearly all areas of the instrument, indicating repeated use. The tip is fractured in three places. It appears that all pieces were returned. The strike plate was returned partially un-threaded. The handle and tip match their corresponding prints. Part and lot numbers verified. Review of the device history record(s) identified no deviations or anomalies during manufacturing. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.